Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the probe was performing the cutting function but failed to aspirate during vitrectomy surgery. Other surgery details were unknown. There was no impact to the patient. Additional information was requested but non received till date.